Event description:
It was reported that during the sterilization process, it was observed that the motor device had a cut in the hose. During in-house engineering evaluation, it was discovered that the unit had a tear in the hose, leaked oil, was powerbroken and had low rotations per minute (rpms). The event was not reported to have occurred during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a tear in the hose, leaked oil, was powerbroken and had low rotations per minute (rpms). Therefore, the reported condition was confirmed. It was determined that the holes in the hose by the muffler were indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was determined that the device leaked oil and had low rpms because of the holes in the hose. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.